Manufacturer narrative:
Analysis was able to confirm the reported sluggish performance of the programmer and the broken power cord bay door. The hard drive was reconfigured, the software was reloaded and updated, and the power cord bay door was replaced. Analysis also noted that the keyboard was broken, the keyboard was replaced. Concomitant medical products: product ID 2067, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to print, had a slow response of stylus to screen, had a slow response to programming and testing of wireless device using wireless telemetry, and the power cable door was broken. The programmer was returned for service. There was no patient involvement.